Event description:
The pt activated the device on (B)(6) at 3:34 pm. At 4:21 pm her blood glucose measured 262 mg/dl. She checked into the (B)(6) hospital emergency room at 4:30 pm and her bg was 297 mg/dl at 4:55 pm. She was treated with anti-nausea medication and IV fluids (sodium chloride) and put on a no food or liquid diet. She did not have diabetic ketoacidosis or pneumonia, but did have large ketones and was vomiting. The emergency room doctor ran tests including chemistry and liver function panels, and ECG, and urine tests, but was unable to determine if her hyperglycemia was due to a device issue or other variables. She stayed in the emergency room for a total of about four and a half hours. The pod was deactivated at 8:15 pm. Her bg was 217 mg/dl when released and she stated it remained in her target range at the time of her call.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that could have contributed to the pt's hyperglycemia and emergency room visit was found. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises " if your blood glucose is 250 mg/dl above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. "